Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an ankle arthroscopy with cartilage repair. Surgeon used the "old" handpiece with item number: 283512 and shaver blade full radius 283409. As he activated the footpedal the shaver blade spreaded metal. Surgeon changed the handpiece to the new one with item number: 283812 and full radius 283409. Also with the first random of the shaverblade he had metal spreads in the ankle joint. He finished the cartilage repair but in the mix of good cartilage to the defect are small metal parts mixed in. The complaint device was received and evaluated. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks of wear on the surface of the distal end of the inner blade and inside the outer. The pictures provided by the customer showed metal shavings in the tissue. Based on device condition received, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device [m1706021] number, and no non-conformances were identified. The possible root cause for reported failure can be attributed to blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, as per information provided it was used in this procedure the "old" handpiece where the blade is assembled, the hand piece was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an ankle arthroscopy reconstruction procedure for cartilage repair on (B)(6) 2020, it was observed that the full radius 4.0mm 5pk shaver blade device spread metal on the ankle joint. There was a delay of ten minutes to finish the cartilage repair but there were some metal parts remained inside the patient. The status of the patient post-surgery was unknown. No additional information was provided.